Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
It was reported that the ventilator had a low tidal volume. There was no patient involvement. The service engineer (se) inspected the device. The se found the 'wave form was not accurate.' The se replaced the gas delivery system (gds) to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.